Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name :(B)(6).

Event description:
It was reported that during inspection for use, the bronchofiberscope presented with a perforated biopsy channel. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and an update to the b5 field. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is traced to a cause traced to component failure which is an expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer: the bronchofiberscope was difficult to clean due to damage of the biopsy channel.